Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A revision was performed as the left ventricular lead was noted to be dislodged. The lead was explanted and discarded and a new lead was placed. There were no anomalies noted with the old lead. The patient is in stable condition.